Event description:
Sorin group (B)(4) rec'd a report that the scp displayed an error message during priming. There was no report of pt injury.

Manufacturer narrative:
(B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and replaced the zpr circuit board to resolve the problem. No further issues were reported. This is a known issue and a change order was already implemented. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
Sorin group (B)(4) manufactures the scp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A f/u report will be sent when the investigation is complete.